Event description:
It was reported that the sedi-40 instr. Experienced erroneous results during use. The following information was provided by the initial reporter: a lot of samples have reading llo and hlo. Even on same samples, one reading is low, then on same sample is high. (After 5 minutes). Customer have experience and they check blod level and label on tube.

Manufacturer narrative:
H.6. Investigation: investigation summary: instrument (B)(4) was returned to the manufacturer for service the customer's indicated failure mode for llo & lhi flagging with the incident lot was not observed. Investigation conclusion: instrument (B)(4) was returned to the manufacturer for service the customer's indicated failure mode for llo & lhi flagging with the incident lot was not observed. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the sedi-40 instr. Experienced erroneous results during use. The following information was provided by the initial reporter: a lot of samples have reading llo and hlo. Even on same samples, one reading is low, then on same sample is high. (After 5 minutes). Customer has experience and they check blood level and label on tube.